Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 5.3 mg for a total dose of 0.99994 mg/day, bupivacaine 20 mg for a total dose of 3.77338 mg/day, and fentanyl 1520 mcg for a total dose of 286.7766 mcg/day via an implantable pump for it was reported on 2019-jun-05 the patient had a catheter dye study (cds) which was normal. At that time, 70cc of a cellular clear, yellowing serous fluid was aspirated from the catheter implant sight and sent off to labs for cultures. On (B)(6) 2019 100 ml of clear fluid was aspirated from the seroma located at the catheter implant site while under fluoroscopy. The fluid sample was not sent to the lab. On (B)(6) 2019 a revision of the intrathecal catheter (itc) and spinal implant site was performed. On (B)(6) 2019 ml of serosanguinous seroma fluid was aspirated under fluoroscopy. On (B)(6) 2019 a catheter access port (cap) contrast study was performed and results were normal. The outcome of the event was noted as ongoing. The clinical diagnosis was lumbar seroma at catheter implant site. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was the intrathecal site. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was revised/repaired on (B)(6) 2019. No further complications were reported/anticipated.